Event description:
The physician successfully implanted two gore tag thoracic endosprosthesis for the treatment of a thoracic aneurysm. As the introducer sheath was being withdrawn,, pt experienced a sudden drop in pressure. The physician suspected a tear in the iliac artery. The physician performed open surgery to repair the torn iliac artery. The pt's blood loos resulted in 6 units of blood being transfused. The pt was stable following the procedure.